Event description:
It was reported that during a prostate procedure, the display image was lost and an error code 509 was received. The greenlight bph procedure was aborted and the case was completed using an alternate procedure (turp). There was no patient injury reported.